Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported that recently the implant housing has moved down towards the pinna. A revision surgery for an implant bed is considered.

Event description:
In (B)(6) 2022 the user had some swelling around the implant site, which was resolved with antibiotic treatment. The user also reported that the implant housing has moved down towards the pinna and when he eats, laughs or touches his pinna he hears a disturbing whistling sound. The user was re-implanted.

Manufacturer narrative:
Conclusion: according to the information received from the field the implant housing migrated from its intended position. Further the recipient suffered from a swelling above the implant site, which was resolved with antibiotics. During explantation mastoidectomy cavity was found totally closed with new grown bone. In addition device investigation revealed damage to the active electrode caused by device minute mobility. Reported events might have contributed to the device migration. The reported housing migration likely led to movement of the electrode causing fatigue wire breakages. Other mechanical damages found are attributable to the removal surgery. This is a final report.